Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the tubing near the catheter. Photos of the insertion site/sheath showed blood had backed up into the stat gard sleeve; the nose of the catheter was slightly high as the catheter had not yet been sutured in place. The physician voiced his concern early in the call as he had prior experience with entrapment. We explained that the blood had backed up during insertion and that was not necessarily an indication of a leak in the catheter. The physician expressed his apprehension again and said he has a very low threshold for replacing iabs in this type of situation. We suggested suturing down the pads and placing the stat lock but explained that we understood if he felt it would be best, given his experience, to go ahead and replace the iab. There was no patient harm or adverse event reported.